Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Had stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy. System diagnostics: showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -3.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, system hours were 10,832 and pump hours were 9771. Had rn remove the pads and place device in manual control. Circulation pump command (cpc) was 45 percentage, mixing pump command (mpc) was 0, flow rate (fr) was 0 l/m, inlet pressure (ip) was -7. Explained to inquirer this sounds like a flow meter issue. Had stop therapy and disable manual control. Walked through swapping device and sending device down for biomed evaluation labelled low flow. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow, but patient was at target. Had stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy. System diagnostics: showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -3.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, system hours were 10,832 and pump hours were 9771. Had rn remove the pads and place device in manual control. Circulation pump command (cpc) was 45 percentage, mixing pump command (mpc) was 0, flow rate (fr) was 0 l/m, inlet pressure (ip) was -7. Explained to inquirer this sounds like a flow meter issue. Had stop therapy and disable manual control. Walked through swapping device and sending device down for biomed evaluation labelled low flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow, but patient was at target. Had stop therapy, empty pads and disconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines. Restarted therapy. System diagnostics: showed that the water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -3.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, system hours were 10,832 and pump hours were 9771. Had rn remove the pads and place device in manual control. Circulation pump command (cpc) was 45 percentage, mixing pump command (mpc) was 0, flow rate (fr) was 0 l/m, inlet pressure (ip) was -7. Explained to inquirer this sounds like a flow meter issue. Had stop therapy and disable manual control. Walked through swapping device and sending device down for biomed evaluation labelled low flow.